Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead pacing impedance was high and greater than 3000 ohms. It was noted the lead could not be place once due to the patient's veins being distorted, however multiple placements were done, in which the impedance issue was observed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.